Event description:
It was identified during analysis of the valve from manufacturer report number 2021898-2011-00278 on (B)(6) 2011 that a catheter connector had been explanted along with the valve. The report regarding the valve did not mention the catheter connector, nor did it allege malfunction or deficiency of the device.

Manufacturer narrative:
The connector was patent and showed no anomalies. Although the item was explanted, the report did not allege malfunction or deficiency in this device. A review of the manufacturing records was not possible as no lot number was provided.